Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time; therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are ongoing.

Event description:
The customer reported to customer service that there was sparking from the exposed wires on the cord of her pump in style transformer. Note: during conversation with the customer service representative, it was identified that the pump was being used second hand. Customer service alerted the customer to the issues with using a second hand pump.